Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the foley catheter was not attached, possibly due to the connecting part coming off. No patient injury was reported.

Manufacturer narrative:
One unused sample was received for evaluation. A visual inspection of the sample was performed according to the procedure and the reported issue is confirmed, the package does not contain the catheter, tamper or sampling port adapter. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Based on the available information the most probable root cause of the problem was originated by improper operator handling; a missing component is a condition generated when an operator fails to complete an assembly or following the predetermined process steps to assure a complete assembly. As part of continuous improvements a procedure modification was made and implemented, in which the operator will inspect 112 packages per hour and record. In addition, a quality alert was generated for this condition and the personnel involved were notified. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.